Event description:
Sterile items wrapped in kimguard 300 were used for a lap chole. At the end of the procedure small holes were found in the wrap under the instrument case. Upon inspection of other instrument sets still on the shelf, several other packs were found to have small holes on the bottoms as well. Packs are handled carefully by experienced operating room staff. No sterilizer issues have been found. We feel the wrap is defective.